Manufacturer narrative:
H10: per the customer¿s response, the reprocessing steps at the material residue point were not deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end cap was worn, the distal end cap adhesive was lifting, the insertion tube adhesive was lifting, the down/right angle was out of specification, the water flow was out of specification, the water removal was out of specification, the electrical safety test was out of specification, and the air/water housing colored ring was worn. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscopes pressure was too high on channel one. The issue was observed during maintenance and there were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: contamination evident in the air channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.